Event description:
An outpatient clinic administrative assistant reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was placed on temporary hemodialysis (hd). There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting.. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 1803/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy. The patient was not initially hospitalized for this event and prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime 2000 mg followed by ip vancomycin at 1750 mg for three additional doses. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event while remaining asymptomatic following antibiotic therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An outpatient clinic administrative assistant reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was placed on temporary hemodialysis (hd). There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 1803/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy. The patient was not initially hospitalized for this event and prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime 2000 mg followed by ip vancomycin at 1750 mg for three additional doses. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event while remaining asymptomatic following antibiotic therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.